Event description:
"Users find it hard to describe what happened because of disability. The walker broke during the walk. Front fork cracked straight off so that one wheel came off. Never seen this before. Users is small and light, and for this type of damage to the product should have required substantial violence"

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).